Event description:
The pt complained of reduced energy and presented with shortness of breath and edema. The surgeon concluded after completion of several echos that the valve would be replaced due to an elevated gradient and an unidentified growth on the leaflet that appeared to restrict opening. Tee showed a decreased valve area and an elevated gradient. During the explant procedure pannus-like white tissue was found on the ventricular side of one leaflet and the aortic surface showed early signs of thrombus formation. The valve was replaced with a 23 mm sjm trifecta valve.